Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to loosening of the femoral stem and subsidence of the stem, which resulted in limb length discrepancy.